Event description:
It was reported that there were defective control panel in an arctic sun device, btk safety and functional check. Per review of wo, before the control panel malfunctioned, the problem was low flow.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. During evaluation, device received 41 low internal flow alert. Circulation pump was replaced. Calibration and btk safety and functional check. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. All available UDI information is being provided. Initial reporter phone: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.